Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. No damage to the jaws was observed as was reported. Due to the I-blade was on the wrong side, the electrode and ceramic were separated from the lower jaw. Upon visual inspection to the electrode it was observed that the ceramic was partially missing. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during laparoscopic cystectomy, part of I-blade was suddenly detached from the jaw so it could not finish the procedure. Operator did not feel any other resistance during this procedure. Thus, operator changed other enseal and this procedure was completed without complication.